Event description:
The device was used during an abdominal hernia procedure. Reportedly, the suture knots were loose and the wound dehisced. The surgeon performed a re-operation on november 7, 1997 and used new sutures to correct the condition. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
2/23/1998-supplemental report #1 sent to FDA. Device not available for eval.